Manufacturer narrative:
One razorcut blade, 4.5 disp, ep-1 device was received for evaluation of the reported complaint mode, ¿shedding/flaking.¿ the returned device was evaluated for the cause of shedding. The tip/tube alignment was measured and it was observed that outer alignment between the tip and tube was out of specification by .0005". This misalignment caused the outer tip to make contact with the inner tip during rotation. The cause has been determined to be excessive edm (electro-discharge machining) recast material on the inner tip which can create unintended contact between the inner and outer tubes. This condition may cause shedding and/or seizing of the blade. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation, the root cause for the reported incident was found to be a manufacturing issue, which is being addressed. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that five minutes after the beginning of the blade's, it was stuck and issued some metallic dust. The surgeon washed the joint as much as possible and used another blade without any issue. The particles were removed by washing the joint. No patient injury was reported.